Event description:
A report was received that the patient indicated that the ipg causes discomfort and he no longer wants the ipg implanted. The physician explanted the ipg and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.